Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator incorrectly labeled a successful ventricular pace as loss of capture. It was discussed to perform a programming test. The patient was asymptomatic. No additional information was reported.